Event description:
Caller has been using insulin syringes for over 30 years. About a month ago he noticed that some of the syringes delivers incorrect dose. The unit markings begins after insulin has been drawn which gives incorrect calculations, which may lead to overdose and hypoglycemia.